Event description:
According to the reporter, during the surgery for extended resection of pelvic soft tissue tumor of orthopedic surgery, the tip was found to be broken. The insulation peeled off. The broken part was unable to be found even though they searched the surgical field or gauze etc. As much as possible. Although it was not used on a hard tissue such as bone, there was a possibility that it was touched by forceps because it was used deep in the surgical field. An x-ray was performed to locate the broken piece.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the insulation on the jaw had chipped off and the piece was not returned. Analysis found that the insulation tip of the jaw was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object or dropping of device resulting in chipping/cracking of the insulation. The device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No electrical or wiring issues were found. It was reported that the device had a component that disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals/damage to the instrument will occur. If information is provided in the future, a supplemental report will be issued.